Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to an infection. The device will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this event will be updated.

Event description:
The most recent information suggests that this device has not yet been explanted.